Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in left lung using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, when the physician inserted the sep12 into the cat12, the rotating hemostasis valve (rhv)''s rubber washer fell out and was unable to be used. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.